Event description:
The customer reported that during an excision of 1 cm lesion of inferior posterior scalp, a fire occurred. The patient was in the prone position, head turned with oxygen being administered. The fire was extinguished with saline. The patient received 2nd degree burns on the posterior neck, face, and shoulders. The burns were considered deep dermal and treated with minor wound management and admission to the hospital burn unit for 6 days. The site was unable to provide specific device information (catalog number and lot number not available).

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Evaluation of the concomitant forcefxc generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.